Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will evaluate. Results are expected soon.

Event description:
It was reported via medwatch that access to vein obtained, inserted wire through catheter, pulled catheter out. Advanced wire and patient complained of pain, pulled wire back. Healthcare provider was able to pull wire back a few centimeters, and then it was stuck with resistance felt. Patient required interventional radiology (ir) intervention for removal. Midline was placed in left upper arm. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of difficulty withdrawing the guidewire is confirmed and was determined to be use related. The product returned for evaluation was a nitinol guidewire. The coiled section of the guidewire was observed to be bent in multiple locations and a knot was observed at the distal end. Use residue was observed on the sample. Microscopic inspection of the knot revealed the coiled wire was misaligned in multiple places. The weld tip was observed to be present and intact. Repetitive advancing and withdrawing the guidewire likely caused a knot to form in the guidewire making removal difficult. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported via medwatch that access to vein obtained, inserted wire through catheter, pulled catheter out. Advanced wire and patient complained of pain, pulled wire back. Healthcare provider was able to pull wire back a few centimeters, and then it was stuck with resistance felt. Patient required interventional radiology (ir) intervention for removal. Midline was placed in left upper arm. No other information was provided.